Manufacturer narrative:
(B)(4). According to the complainant, the device remains implanted and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent has been implanted to treat a malignant stricture in the duodenum due to cancer during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was deployed automatically while still pushing the catheter inside the stricture. It was reported that the stent was deployed not in the target location. Reportedly, the stent remains implanted and another wallflex duodenal stent was placed to complete the procedure. There were no patient complications reported as a result of this event.